Event description:
Vascular occlusion in the lips. Case narrative: united states report received from a health care professional via company representative on 18-mar-2025, refers to a patient of unknown age and gender who had received rha 3 on (B)(6) 2025, for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. Unknown volume of rha 3 was applied on lips via needle technique. It was not reported if a cannula was used for the administration. On (B)(6) 2025, the patient experienced vascular occlusion in the lips with rha 3. The patient received treatment with hylenex (hyaluronidase). At the time of the report, the outcome of the event was resolved in (B)(6) 2025. The intensity of the event was not reported. The reporter considered event of vascular occlusion as related to rha 3 treatment. It was unknown if the rha 3 product was available for return. Health effect: clinical code: e2328, obstruction/occlusion. No additional information was available at the time of this report. Company comment: a causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion in the lips [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2025, refers to a patient of unknown age and gender who had received rha 3 on (B)(6) 2025, for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. Unknown volume of rha 3 was applied on lips via needle technique. It was not reported if a cannula was used for the administration. Lot#: 24102jl0 and expiration date: not provided. On (B)(6) 2025, the patient experienced vascular occlusion in the lips with rha 3. The patient received treatment with hylenex (hyaluronidase). At the time of the report, the outcome of the event was resolved (without issue) in (B)(6) 2025. The intensity of the event was not reported. The reporter considered event of vascular occlusion as related to rha 3 treatment. It was unknown if the rha 3 product was available for return. Health effect: clinical code: e2328, obstruction/occlusion. This case is linked with mcn# (B)(4) (same reporter) follow-up information received from a health care professional via company representative on (B)(6) 2025 included, new reporter information added, lot number added. Narrative was updated accordingly. Company comment: a patient of unknown age and gender experienced vascular occlusion in the lips on the same day as receving rha3. Causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.